Event description:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint received as follows: "no harm or injury to pt. Non-deflation was noted in use. Shortening the catheter shaft could not remove the foley. The victim was sent to the operating room and medical staff used the stylet to have the balloon ruptured under the cystoscope."

Manufacturer narrative:
The event is deemed serious as it required medical / surgical intervention prevent permanent alteration/damage to bodily function. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because the balloon could not be deflated in order to safely remove it from the bladder and a physician had to rupture the balloon using a stylet. Reported to FDA on (B)(4) 2013.